Event description:
The customer obtained discordant, reproducible, (B)(6) from a single proficiency sample while using the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur on patient samples. There was no report that patient samples were affected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that discordant, reproducible, (B)(6) results were obtained from a single proficiency sample determined to be reactive by the aab proficiency vendor while using the vitros eciq immunodiagnostic system. The investigation could not determine a definitive root cause. Internal investigation is ongoing.